Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and the patient had access site bleeding. One unit of blood products were transfused, heparin was discontinued and a sandbag was placed. Additionally, the patient had several runs of sustained ventricular tachycardia requiring defibrillation. Support continued and the patient remained stable. The patient survived the explant.

Manufacturer narrative:
The investigation for the reported arrhythmia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of arrhythmia and access site bleed could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.